Event description:
It was reported that prior to use, arm cart assembly (aca-1, sn: (B)(6)) was not recognized and did not energize. The system displayed a error message: " arm 1: warning: arm missing. Use mechanical releases to remove it. Disconnect the arm and contact medtronic support." The aca was powered off and restarted in maintenance and operational modes, but still did not resolve the issue. The hybrid cable receptacle port of arm was visually inspected, and no bent pins or any other visible damage were identified. The aca was replaced with another one. There was a five minute delay. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.